Event description:
Da vinci cadiere instrument inserted into port site on patient. Surgeon noted that the jaws do not align. Instrument was taken out and off of the sterile field. New instrument was opened to sterile field and used.